Manufacturer narrative:
A review of the mfg records for the device(s) verified that the lot(s) met all pre-release specifications. The gore excluder aaa endoprosthesis, instructions for use (IFU) specifies: key anatomic elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation, short proximal aortic neck and significant thrombus and/or calcium at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. The us clinical studies quantify significant thrombus as thrombus greater or equal to: 2 mm in thickness and/ or greater or equal to: 25% of the vessel circumference in the intended seal zone of the aortic neck. Irregular calcium and/or plaque may compromise the fixation and sealing of the implantation sites. "Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices."

Event description:
On (B)(6) 2011, this patient underwent endovascular repair for an abdominal aortic aneurysm measuring 61mm in diameter and was implanted with gore excluder aaa endoprostheses. The patient was reported to have significant thrombus (greater than 25% circumference and/or equal or greater than 2mm in thickness) present at both the proximal and distal landing zones at the time of implant. The patient tolerated the procedure with no evidence of endoleak reported. On (B)(6) 2013, the pt underwent computed tomography angiography (cta) which determined a type ii endoleak originating from a lumbar artery. The aneurysm measured 62 mm in diameter. There is no re-intervention planned for the patient.